Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12i25038, h12k14047, h12l18046 and h13a08048. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. Pd therapy was withdrawn and the patient was switched to hemodialysis. The patient was discharged from the hospital one week later. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).